Event description:
Boston scientific received information that this programmer screen was dimmer than expected. The programmer was rebooted five times however did not resolve. The programmer was to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis revealed that the low half of the programmer inverter was defective which caused the dim display screen. The inverter cover was melted from the defective inverter. Laboratory analysis confirmed the reported observations.